Manufacturer narrative:
The device was explanted on (B)(6) 2026 the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data was inspected. The data showed one episode recorded on april 20th, 2026 from 13:18:13 h to 13:18:40 h. During the inspection of the corresponding iegm, the occurrence of noise was documented. Based on their morphology, the noise signals can be most probably attributed to the reported MRI scan procedure. The data further documented that the observed noise led to the charging of defibrillation shocks during this episode (number 36). However, no shocks were delivered and episode 36 was automatically terminated by the device due to the detection of strong magnetic fields, indicating the activation of the device¿s MRI mode. Based on the data available for analysis no final conclusion can be drawn regarding the root cause of the clinical observation. However, according to the available information on the event, it is reasonable to assume that the programmer session was still active after the device was programmed into MRI autodetect mode and the MRI scan procedure was started. Please note, that - by design - during a programmer session, an activation of the MRI autodetect feature is excluded to avoid an unintended activation of the MRI mode during a follow-up. This does not represent a device malfunction. Analysis of the data from april 21st, 2026, after performing a manual capacitor reformation of the ICD, indicate a potential damage of the device, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient, we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should the device become available for analysis, this investigation will be updated.

Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.